Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer believes the battery is charging slower than normal and stated they were unsure if the usb cable was working. There was no impact to the customer's blood glucose level. A replacement usb cable was sent to the customer.